Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient is experiencing decreased vision, increased halos, subluxation of lens, and a broken haptic. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The file indicated the use of viscoelastic. Additional associated products are unknown. The returned questionnaire indicated that the broken haptic caused subluxation, which was cured by exchanging for a lens with good haptics. (B)(4).

Event description:
Additional information was received from the surgeon who stated that the broken haptic caused the subluxation of the lens. The lens was exchanged for a lens without a broken haptic. The symptoms have resolved following the lens exchange.